Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product registration-corrected information. B5: describe event/problem- corrected information. D4: catalog no- corrected information. D4: serial no- corrected information. D4: lot no- corrected information. D4: expiration date- corrected information- please disregard this field on initial report. H2: type of follow up- corrected information. H4: device mfg date- corrected information please disregard this field on initial report. H6: corrected information- please disregard use of code 3331 and 4121 on initial report.